Event description:
The patient experienced pain at the pocket site surgical intervention was undertaken on (B)(6) 2024 during which the ipg pocket was moved a little below on the same side. Stimulation was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.